Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the instrument successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Due to the noted damage the articulation function could not be tested. It was reported that the instrument did not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of a broken articulation lever that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. This issue may occur if an excessive load is applied to the lever during articulation, possibly resulting in disengagement of the lever from the collar cover. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic radical gastrectomy, the stapler was unable to fire. The surgeon was unable to squeeze the handle but able to press the green button while cutting and closing the tissue. The same reload was used with the new handle to resolve the issue. No patient complications have been reported as a result of this event.